Event description:
This is a case report received on (B)(6) 2011 by baxter (B)(4) from a physician. On (B)(6) 2011, an aquarius machine showed inconsistency during use during therapy. The reporter indicated the blood flow rate displayed by the machine was not consistent with the actual flow rate. Reportedly the patient experienced a hypovolemia and a decrease of the arterial pressure. It is unknown if interventions were required. The patient outcome is unknown. There is no other information available .

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.